Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 and 2.2 was not opened and failed to recover. A field service engineer (fse) shut down the station and replaced the drawer controller board in half-height drawer 2.1, after which normal operation was restored. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer unable to open and failed to recover storage space. Screen went black and sudden down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.